Manufacturer narrative:
Product event summary - analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was also reported that the lead was subsequently explanted and replaced.

Event description:
It was reported that the patient felt tired. An in-office check found that the right ventricular lead had high thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.